Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles only experienced leakage. The following information was provided by the initial reporter: patient received meningococcal polysaccharide a, c, y, w-135 tt conjugate vaccine, vaccine leaked out from the syringe during administration. Per pcp she recommends that we give the patient a second dose. Manufacturer was called after incident and they stated that (B)(4)% of patient that did receive a second dose did not have a reaction to the vaccine and the (B)(4)% that reported a reaction was fever, pain and redness at the sight of the injection. Patient will be scheduled to receive a second dose of the vaccine. All needles with the same lot number were pulled from the clinic- multiple 25g needles were assessed and tested and were unable to pull up liquid or administer liquid.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles only experienced leakage. The following information was provided by the initial reporter: patient received meningococcal polysaccharide a, c, y, w-135 tt conjugate vaccine, vaccine leaked out from the syringe during administration. Per pcp she recommends that we give the patient a second dose. Manufacturer was called after incident and they stated that 76.9% of patient that did receive a second dose did not have a reaction to the vaccine and the 30 % that reported a reaction was fever, pain and redness at the sight of the injection. Patient will be scheduled to receive a second dose of the vaccine. All needles with the same lot number were pulled from the clinic- multiple 25g needles were assessed and tested and were unable to pull up liquid or administer liquid.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.